Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of retuned meter, the result was 3.1 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function are ok. Because patient did not return her strips, so we tested the suspected meter with in house control solution and in house strips (same batch as patient's strip, lot number:d160517-1). The control solution tests for level low were 50/48 mg/dl; for level high were 231/239 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:43 am after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user was trembling and her blood glucose reading during the time of the medical event was 341 mg/dl. She was taken to the ER and upon arrival her blood glucose reading was 117 mg/dl. No treatment was administered while she was in the ER due to her blood glucose was within normal range. After 5 hours she was discharged with a glucose reading of 117 mg/dl and instructed to get plenty of rest. No additional details were provided in relations to this medical event.